Event description:
It was reported that patient underwent a knee arthroplasty .during the procedure, the impactor fractured. The piece that broke off could not be retrieved. The hospital confirmed that it did not fall into patient. Therefore, the patient did not retain a foreign body. There was no delay in the procedure.

Manufacturer narrative:
(B)(4). Visual inspection confirms the reported event. The instrument¿s body has not been returned. Scratches, dents and burrs on the head¿s body indicate that the instrument has been used multiple times. Pin is used to secure the head in the place. The part is replaceable. The corner of the tibial impactor driving head is fractured. The fracture is brittle. That indicates that the part was subjected to an impact load, the source of it is unknown and cannot be determined from the information provided in the complaint . Device history record (DHR) was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a knee arthroplasty .during the procedure, the impactor fractured. The piece that broke off could not be retrieved. The hospital confirmed that it did not fall into patient. Therefore, the patient did not retain a foreign body. There was no delay in the procedure.